Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of stent difficulty removing. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ loop ureteral stent was implanted in the ureter on (B)(6) 2016 and was scheduled to be removed during a transurethral lithotripsy procedure performed on (B)(6) 2016. According to the complainant, the stent could not be removed during withdrawal. The physician pulled the stent to the external urethral meatus and inserted a guidewire into the stent attempting to straighten the renal pigtail, however it was unsuccessful. A second attempt was made wherein the physician inserted two guide wires beside the stent in order to straighten it, and successfully removed the stent from the patient. The procedure was completed with another polaris loop ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.